Event description:
It was reported that an ilet user experienced hyperglycemia after using insulin that had been stored unrefrigerated in a hot environment, observed abnormal insulin appearance with bubbles when filling a new cartridge, then replaced the cartridge with refrigerated insulin yet continued to have elevated glucose readings up to the 400s; the user later experienced hypoglycemia with a glucose of 67 mg/dl while having 9 units of insulin on board and was advised to use fast-acting carbohydrates. Symptoms included hyperglycemia with large urinary ketones and subsequent hypoglycemia accompanied by abdominal pain. Outcomes included transient impaired activities requiring the user to consider leaving work to manage ketones and glucose. Investigation included complaint intake, product-use troubleshooting, and education on treating low glucose with fast-acting carbohydrates and on insulin handling and storage. Investigation of this case revealed improper insulin storage and use of insulin with visual abnormalities, which are known to reduce insulin potency and contribute to both hyperglycemia with ketosis and subsequent hypoglycemia after corrective dosing; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insulin handling and infusion preparation with cause of the hyperglycemia otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.